Event description:
It was reported that the physician could not tighten down the set screw on the neurostimulator down onto the lead. The lead was loose and the doctor tried to push it gently into the device without success. It was noted that the physician was very experienced at this type of procedure. A new neurostimulator was then implanted into the patient with no reported issues. No patient injuries were reported. It was also noted that after the procedure, the company representative also tried to insert a lead into the non-implanted device without success. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).